Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net with episodes of non-sustained right ventricular oversensing. The episodes appeared to be of intermittent capture on the right ventricular channel. It was recommended that the patient be brought in for programming changes and additional assessment of ventricular capture threshold. No patient symptoms were reported.